Event description:
Our rep is reporting that on 3 separate occasions the distal portions of 3 different suture passer needles broke off into the patient during a shoulder repair. Although it is reprorted that there is no patient consequence if this was to recur and the broken fragment was not retrieved from the patient, it is possible that patient injury could potentially occur. We do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event.

Event description:
Rep is reporting that on 3 separate occasions the distal portions of 3 different suture passer needles broke off into the pt during a shoulder repair. Although it is reported that there is no pt consequence of this was to recur and the broken fragment was not retrieved from the pt, it is possible that pt injury could potentially occur. Co does not know what impact, if any, this would have on the pt. It is because of this uncertainty that this report is being filed to document this event. (Also see 1221934-2005-00061 & 00065).